Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the post-implant bav, the pvl remained moderate in severity. The patient's calcification potentially contributed to the infold, and a procedural delay occurred as a result of the infold.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was positioned at a depth of 1 mm when deployed to 80%. The 34 millimeter (mm) valve behaved as if it was being pushed back by the aorta, so the valve was recaptured. It was then noted that an infold had occurred across the entire outflow side of the valve. Subsequently, the valve was recaptured and withdrawn from the patient. Upon further inspection and deployment of the valve outside the patient's body, an infold was noted to be present from the inflow to the outflow. Resultingly, a new valve was prepared and successfully implanted after some recurrent difficulty with placement of the valve. After placement of the valve, moderate paravalvular leak (pvl) was noted. In response, a post-implant balloon aortic valvuloplasty (bav) was completed, which resulted in slight improvement of the pvl. Additional information was received that following the post-implant bav, the pvl remained moderate in severity. The patient's calcification potentially contributed to the infold, and a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was positioned at a depth of 1 millimeter (mm) when deployed to 80%. Due to continued movement away from the aorta, the valve was recaptured. It was then noted that a infold had occurred across the entire outflow side of the valve. Subsequently, the valve was withdrawn from the patient. Upon further inspection and deployment of the valve outside the patient's body, an infold was noted to be present from the inflow to the outflow. Resultingly, a new valve was prepared and successfully implanted after some recurrent difficulty with placement of the valve. After placement of the valve, moderate paravalvular leak (pvl) was noted. In response, a post-implant balloon aortic valvuloplasty (bav) was completed, which resulted in slight improvement of the pvl.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a} select patient. Information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.